Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting technical support, and the malfunction did not recur after the reset. Technical support provided instructions for resetting and advised the caller to get in touch if the issue reoccurs. Caller acknowledged and understood the guidance.